Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device lot # 4122842 was reported; however, this is not a valid lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown e1: initial reporter facility name: the first affiliated hospital of shandong first medical university there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.